Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during pulse field ablation (pfa) procedure a faradrive steerable sheath was selected for use, the physician went transeptal with a faradrive sheath and versacross connect dilator. He then took the dilator out and aspirated the sheath and did not have any problems. He then went to insert the farawave catheter into the sheath and again went to aspirate before he fully advanced it to the heart and he kept seeing air in the clear fluid attachment connection piece. He continued to tap the sheath and aspirate more blood, and he continually was pulling back air. He then took the sheath out of the body and replaced it and all issues were resolved. The physician thinks the valve on the back of the sheath was damaged during the exchange and that is how the air was being introduced into the sheath. Aspirating and tapping the sheath did not resolved. Thus, the sheath was replaced. No patient complications were reported.